Event description:
It was reported that during a remote device data review, the physician noted the patient had recently received inappropriate therapy due to over-sensed noisy signals. The patient had a history of inappropriate therapy from this subcutaneous implantable defibrillator (s-ICD) system and was previously reprogrammed. Boston scientific technical services (ts) was contacted for reprogramming advice as the patient's rhythm morphology is difficult. Ts recommended performing thorough in-clinic provocative maneuvers and diagnostic imaging to assess the reproducibility of the noise and verify appropriate system placement/insertion, respectively. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that during a remote device data review, the physician noted the patient had recently received inappropriate therapy due to over-sensed noisy signals. The patient had a history of inappropriate therapy from this subcutaneous implantable defibrillator (s-ICD) system and was previously reprogrammed. Boston scientific technical services (ts) was contacted for reprogramming advice as the patient's rhythm morphology is difficult. Ts recommended performing thorough in-clinic provocative maneuvers and diagnostic imaging to assess the reproducibility of the noise and verify appropriate system placement/insertion, respectively. The patient was seen in-clinic, where the noise was reproducible. The physician instructed the patient to avoid moving heavy objects. Diagnostic imaging was also performed, which confirmed normal system placement/integrity. The physician elected to continue with normal follow-up appointments. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.